Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate that this device is faulty, we have concluded that this device experienced normal battery depletion. The lead was not returned for testing. However, the is-1 terminal seal ring molding containing the proximal seal rings was returned. There was evidence of medical adhesive noted on the inside circumference of the terminal molding and a few tears were noted in the is-1 terminal molding proximal edge and one towards the proximal side. It appears that the device¿s is-1 terminal seal ring molding was lifted during the 1st changeout. Most likely it was bunched up and pushed back when he forced the lead into the header of the device. Upon explant of this device, the terminal seal ring molding came off in the rv header port of the device and then was returned in the device. An initial report was previously submitted to FDA on 11/01/2008; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from 11/01/2008 MDR # 2124215-2008-38046 is attached.

Event description:
We received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 17.9 seconds. It was questioned what was expected for this device and was this too long. It was noted that a manual capacitor reformation (mcr) had just been completed. A technical services (ts) consultant noted that the device would perform another mcr in 24 hours, and if the CT was above 17.9 seconds, elective replacement indicator (eri) would be declared. Additional information was provided that the device was explanted. During the procedure, difficulty was noted when trying to insert the pace/sense terminal pin of this defibrillation lead into the header of the replacement device. The physician noted having to use greater force than normal. The pin was eventually successfully inserted and all lead measurements were normal. The device was explanted and returned.